Event description:
As reported by the user facility through medwatch: IV catheter inserted successfully. When nurse went to dispose of the needle, the safety cover had not come down over the tip of the needle, resulting in an exposed contaminated needle. The nurse was stuck with the used needle. Original intended procedure: starting the IV catheter and disposing of the needle. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Other pertinent info: the nurse did not document which patient this was. (B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter stated that the nurse was following their facility's protocol for needle stick injury's. She confirmed that the sample was discarded and the lot number is not known. She did say that it was a 22ga introcan safety involved in the event and the date of the event was (B)(6) 2013. The reporter stated that it happened during clean up and she also said that she has to "remind the nurses all the time" about proper disposal. Without the actual sample, catalog or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b.braun (B)(4). If additional pertinent information becomes available, a follow up report will be filed. (B)(4).